Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the distal end of the balloon, along with the tip section of the device was inverted inside the balloon. A microscopic examination identified no tears or holes in the exposed balloon material. A detailed examination of the blade segments identified that a distal segment of one blade section was detached (approximately 5 mm in length) from the balloon material. No other damage was observed with the remaining blades. A visual and tactile examination found no kinks along the length of the hypotube. A visual, microscopic and tactile examination found that the distal extrusion (outer extrusion) was stretched and deformed. The outer extrusion appeared to have inflated / expanded at a section proximal to the proximal balloon bond. There were no visible tears noted on the outer lumen of the shaft polymer extrusion. The distal extrusion was severely stretched and as a result the proximal markerband was positioned at the site of the damaged outer extrusion. The markerband had not detached rather the shaft had stretched which resulted in the markerband appearing to be out of position. The device was attached to an encore inflation unit and several attempts to inflate the balloon failed. The device was immersed in a water bath at 37 degrees in order to help facilitate inflation. Further attempts to inflate the balloon failed. The failure to inflate is likely due to the severe stretching identified in the distal extrusion.